Event description:
Account stated that the head section will drift when the bed flat is pushed and he tries to raise the head back up.

Manufacturer narrative:
Account stated he took the head down valve out and cleaned it. After reinstalling the valve, the head section works fine.